Event description:
It was reported that the introducer and spinal needle removed as one. Inspection after removal found the spinal needle to have broken off past the end fo the introducer needle. Fragment was detected by x-ray and cat scan in the muscle layer approximately 4cm from skin. At time of report, decision whether to remove the fragment had not been made. No permanent adverse effects to the patient occurred.

Manufacturer narrative:
Manufacturer completed the entire form. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow up report detailing the results of the evaluation once it is completed.

Manufacturer narrative:
The used device sample was returned for evaluation. The used sample and several unused devices were immediately forwarded to the supplier for evaluation. The supplier's examination of the used sample confirmed the spinal needle to be broken, with the needle tip missing. They also found evidence of bending at the break point, suggesting that the needle was bent prior to breakage. Measurement of the device found all other dimensions to meet specifications. No evidence was found to suggest an intrinsic device problem. The supplier's evaluation of the unused samples found all to meet specifications. No device issues were identified. The supplier's evaluation could not establish a root cause for the reported issue as the used and unused samples were found to meet specifications. The reported issue could not be confirmed to be device-caused.